Manufacturer narrative:
Visual evaluation of the returned device found no issues, and the loop extended and retracted according to specifications. A resistance test was performed and the unit passed (device read at 11.80 ohms). The condition of the returned device was not consistent with the complaint that cautery failed; the complaint was not confirmed. The returned device showed neither evidence of the alleged issue nor any defect which could have contributed to the event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a sensation jumbo oval snare was used during a gastroscopy procedure performed on (B)(6), 2011. According to the complainant, no cautery was achieved when the snare was used in conjunction with the non-bsc generator, and switching out the generator for another of the same type did not remedy the issue. The procedure was completed with another sensation jumbo oval snare. The active cord (manufacturer unknown) used during this procedure was not switched out and has been used successfully in procedures since this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation jumbo oval snare was used during a gastroscopy procedure performed on (B)(6), 2011. According to the complainant, no cautery was achieved when the snare was used in conjunction with the non-bsc generator, and switching out the generator for another of the same type did not remedy the issue. The procedure was completed with another sensation jumbo oval snare. The active cord (manufacturer unknown) used during this procedure was not switched out and has been used successfully in procedures since this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.